Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to cracked end cap. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was not performed. The device was returned for analysis.